Event description:
It was reported "pump stopped pumping when unplugged from the wall outlet. Did not switch to battery". To continue therapy, the pump console was switched. No patient injury or consequence reported. The patient's current condition is reported as "critical".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The reported complaint of "pump stopped pumping when unplugged from the wall outlet" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. No further action required at this time. The reported complaint will be monitored for any developing trends. Corrected data: UDI number unavailable as complainant did not report a lot number.

Event description:
It was reported "pump stopped pumping when unlugged from the wall outlet. Did not switch to battery". To continue therapy, the pump console was switched. No patient injury or consequence reported. The patient's current condition is reported as "critical".